Event description:
A report was received that a patient was burned multiple times by his charger. The patient reported blistering, redness and pain located over the implant site and that he was mainly burned while using adhesive patches to charge the ipg. A follow up with the patient's physician states that the "burn" was actually a reaction to the adhesive. The physician also reported that the patient has been prescribed a total pain relief creme, snyder, two times in 2008 for treatment of tenderness at the ipg site. The physician has instructed the patient to charge with the belt only. The irritations have healed and the patient is reportedly doing well.